Manufacturer narrative:
The reported lot number, 0ml9061801, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received from the complainant on (B)(4) 2014 noted that the patient experienced numerous infections, pelvic and vaginal pain, ongoing urge incontinence, bowel problems, dyspareunia, disfigurement and scarring.